Event description:
During service by baxter tech, the deivce failed accuracy test with under delivery. Per service shop, the hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.